Manufacturer narrative:
(B)(4). Additional information: batch # m53z9v. Incomplete firing cycle. Results: conclusion: the long60a device was received for analysis with no visual non-conformances and with an ecr60b cartridge loaded on the device. The cartridge reload was received partially fired 2/3 consistent with an incomplete or interrupted cycle. The device was tested for functionality in the articulated position using a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as no short cut-absent cut was noted during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # ni. Additional information was requested and the following was obtained: what was the product code of the cartridge being used with the device (gst60g, ecr60d, etc.)? Was buttressing material utilized? If so, which product? I don't know if that is the correct lot number. That is the number on the handle. An ecr60d was being used and is being returned as well. Seamguard was used.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, on the fourth firing of the device, while creating the gastric pouch, during mid-fire, after the second squeeze of the handle, the knife blade stopped moving forward. The surgeon could squeeze the handle but the blade didn't advance. The surgeon depressed the reverse switch and brought the knife blade back to proximal. The surgeon opened the jaws and removed the device. The staple line appeared like it was only partially completed - approximately 30mm. There were gold post staples and malformed staples at the end of the staple line. The surgeon completed the case with a powered echelon. There were no adverse consequences for the patient.